Event description:
Related manufacturer reference number: 2017865-2022-42101. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right and left ventricular leads were exhibiting non-capture. Programming changes were made. The patient was stable.